Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no non conformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, the acrobat suv vacuum stabilizer system, st would not tighten. A replacement device was used to complete the procedure. The hosp did not report any pt effects.